Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient disconnected the transfer set from the patient line and put the patient line on their bed without putting a flexicap on. The patient re-connected the patient line to their transfer set. On the same day, the patient began treatment with vancomycin (1 gram, total of 5 doses every 3 days, intraperitoneally (ip)) for peritonitis. On an unreported date the next month, the vancomycin treatment was withdrawn. The patient was not hospitalized for the peritonitis. Dianeal therapy was ongoing and the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.